Event description:
Customer states the lift keeps possibly causing the fuses to go on the battery packs. Customer has not confirmed but he called and states after he put a working battery on this it no longer charges.